Event description:
It was reported that, the patient was in the terminal stage of malignant tumor and receiving palliative care. Admitted to our hospital on (B)(6) 2025, the patient was conscious upon admission, bedridden for an extended period, unable to care for themselves, and in a tracheostomy state. On (B)(6) 2025, the patient underwent catheter replacement due to excessive debris in the catheter. After trial inflation, the foley catheter was reinserted, with 14 ml of air administered. The procedure was uneventful, and gentle traction revealed resistance, with the catheter securely fixed in place. On (B)(6) 2025, at 12:45, the urinary foley catheter was found to had slipped down approximately 15 cm without any apparent cause. The attending physician was immediately notified. The balloon was deflated, and no gas was extracted. After slowly removing the catheter, it was found to be intact, with the balloon deflated. The patient urinary opening showed no signs of injury. The attending physician was immediately notified, and the catheter was reinserted according to medical instructions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient was in the terminal stage of malignant tumor and receiving palliative care. Admitted to our hospital on (B)(6) 2025, the patient was conscious upon admission, bedridden for an extended period, unable to care for themselves, and in a tracheostomy state. On (B)(6) 2025, the patient underwent catheter replacement due to excessive debris in the catheter. After trial inflation, the foley catheter was reinserted, with 14 ml of air administered. The procedure was uneventful, and gentle traction revealed resistance, with the catheter securely fixed in place. On (B)(6) 2025, at 12:45, the urinary foley catheter was found to had slipped down approximately 15 cm without any apparent cause. The attending physician was immediately notified. The balloon was deflated, and no gas was extracted. After slowly removing the catheter, it was found to be intact, with the balloon deflated. The patient urinary opening showed no signs of injury. The attending physician was immediately notified, and the catheter was reinserted according to medical instructions.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the product had caused the reported failure. No visual defect was noted on attached photo. Balloon was inflated and observed no abnormality. Based on the attached photo and video, there was showing that the volume of water inside the balloon decreases. The reported event could not be confirmed due to poor sample condition since there was no physical sample returned. Further functional testing could not be performed if only based on the attached photos or video. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure could be contributed by torn rubberize layer that may lead to lumen-to-lumen leak or user related during handling the product. Fmea (B)(4) rev 19 (rubberize dipping process) was reviewed for this investigation. The reported event is addressed in step/item #4. A potential root cause for this potential failure mode could be contributed by torn rubberize layer that may lead to lumen-to-lumen leak. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that; the patient was in the terminal stage of malignant tumor and receiving palliative care. Admitted to our hospital on (B)(6) 2025, the patient was conscious upon admission, bedridden for an extended period, unable to care for themselves, and in a tracheostomy state. On (B)(6) 2025, the patient underwent catheter replacement due to excessive debris in the catheter. After trial inflation, the foley catheter was reinserted, with 14 ml of air administered. The procedure was uneventful, and gentle traction revealed resistance, with the catheter securely fixed in place. On (B)(6) 2025, at 12:45, the urinary foley catheter was found to had slipped down approximately 15 cm without any apparent cause. The attending physician was immediately notified. The balloon was deflated, and no gas was extracted. After slowly removing the catheter, it was found to be intact, with the balloon deflated. The patient urinary opening showed no signs of injury. The attending physician was immediately notified, and the catheter was reinserted according to medical instructions.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached photo and video, there was showing that the volume of water inside the balloon decreases. The attached photo appears the balloon to be soiled. Unable to identify the debris in the reported event due to only photo was provided for evaluation. The reported event could not be confirmed due to poor sample condition since there was no physical sample returned. Further functional testing could not be performed if only based on the attached photos or video. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this potential failure mode could be due to unclean machine or storage bin or unclean workspace or dirt on catheter due to machine friction. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: structure & composition: the product include three series: bardex, bardic and bardia. The composi-tion of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, infla-tion cone interface, deflation cone interface, flush cone interface, balloon and valve. The product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical inter-face, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Steri-lized by radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile un-less package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have latex allergy. Correction: e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.